Event description:
Affiliate reported that the pt suffered from headaches and sickness. The nmr showed widened ventricle. The valve showed the pressure of 140mm h2o and it was impossible to adjust the valve to another value. Thus the surgeon decided to explant the valve. It was also mentioned that the surgeon tested the explanted valve with a syringe and they could rinse it, but in connection with the tubing system, no flowing off until 50cm ws. The surgeon examined the valve visually and noticed biological debris. They checked the protein value of the liquor during the valve changing it was 0.1g/l.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.